Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. After advancement of the clip delivery system, during gripper line flossing prior to deployment, the gripper line was stuck and would not move. Attempts were made to loosen and retighten the line; however, the gripper line did not move. Hemostats were used in an attempt to move the line which also failed. The clip was moved below the valve to grasp the posterior/anterior leaflets and the clip was deployed successfully. At this time the gripper line was able to be removed without any further issue. It was believed that the gripper line removability could have been due to a kink located down by the grippers. A second planned clip was placed laterally. The final mr grade was 2+. The patient was stable post procedure. Although there was a slight delay in the procedure, it was not clinically significant as there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to remove (gripper line) was not confirmed. The returned device analysis confirmed that the proxy gripper line was able to be removed from the device, without issue and the device functioned as intended. The reported kinked gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported kinked gripper line could not be determined. The reported difficult to remove gripper line appears to be due to the observed kinked gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.